Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room due to the device migrating out of the device pocket. The issue was resolved by explanting and replacing the device. The patient was in stable condition.